Event description:
As reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome following the index procedure. Angiography revealed 85% stenosis in the proximal right internal carotid artery. The lesion was described as moderately calcified, eccentric, ulcerated, and 20mm in length. The reference vessel was 5.0mm in diameter and mildly tortuous. The patient was asymptomatic at the time of the index procedure with (B)(6) and (B)(6) stroke scores 0. A 5mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was removed with debris noted in the filter basket. There was no residual stenosis. According to the crf, the patient left the angiography suite without neurological deficit, but later developed the steplike onset of behavior change, reflex change, left hemiparesis, left hemineglect, and left hemiataxia and was diagnosed with cerebral hyperperfusion syndrome. The site reported that the symptoms included let sided neglect, somnolence, left arm paresis, left leg weakness, facial palsy, left sided sensory decrease, mild aphasia, and dysarthria that began five minutes after the procedure was completed.

Manufacturer narrative:
There was no intervension provided to treat the event. The following day the patient¿s (B)(6) stroke scale score was 14 and (B)(4) score was 4. The patient partially recovered with minor residual and was discharged approximately 13 days after the index procedure to a rehabilitation facility. Residual symptoms include some left sided weakness. Complaint conclusion: as reported via the sapphire registry, a patient experienced cerebral hyperperfusion syndrome following the index procedure. Angiography revealed 85% stenosis in the proximal right internal carotid artery. The lesion was described as moderately calcified, eccentric, ulcerated, and 20mm in length. The reference vessel was 5.0mm in diameter and mildly tortuous. The patient was asymptomatic at the time of the index procedure with (B)(6) and (B)(6) stroke scores 0. A 5mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was removed with debris noted in the filter basket. There was no residual stenosis. According to the crf, the patient left the angiography suite without neurological deficit, but later developed the step like onset of behavior change, reflex change, left hemiparesis, left hemineglect, and left hemiataxia and was diagnosed with cerebral hyperperfusion syndrome. The site reported that the symptoms included left sided neglect, somnolence, left arm paresis, left leg weakness, facial palsy, left sided sensory decrease, mild aphasia, and dysarthria that began five minutes after the procedure was completed. There was no intervention provided to treat the event. The following day the patient's (B)(6) stroke scale score was 14 and (B)(6) score was 4. The patient partially recovered with minor residual and was discharged approximately 13 days after the index procedure to a rehabilitation facility. Residual symptoms include some left sided weakness. The patient's medical history included hyperlipidemia, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Four units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.

Manufacturer narrative:
Additional information received via crf on (B)(6) 2012 indicated that the investigator determined that the previously reported cerebral hyperperfusion syndrome was an ischemic stroke. There was no other change to the previously reported information. Updated complaint conclusion: the cc has been updated to reflect additional information. The crf was reviewed and the previously reported event of cerebral hyperperfusion syndrome was changed to stroke (ischemic). As reported via the (B)(4) registry, a patient experienced cerebral hyperperfusion syndrome following the index procedure. Angiography revealed 85% stenosis in the proximal right internal carotid artery. The lesion was described as moderately calcified, eccentric, ulcerated, and 20 mm in length. The reference vessel was 5.0 mm in diameter and mildly tortuous. The patient was asymptomatic at the time of the index procedure with nih and rankin stroke scores 0. A 5 mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40 mm precise pro rx was implanted at the target lesion and the angioguard was removed with debris noted in the filter basket. There was no residual stenosis. According to the crf, the patient left the angiography suite without neurological deficit, but later developed the step like onset of behavior change, reflex change, left hemiparesis, left hemineglect, and left hemiataxia and was diagnosed with cerebral hyperperfusion syndrome. The site reported that the symptoms included let sided neglect, somnolence, left arm paresis, left leg weakness, facial palsy, left sided sensory decrease, mild aphasia, and dysarthria that began five minutes after the procedure was completed. There was no intervention provided to treat the event. The following day the patient's nih stroke scale score was 14 and rankin score was 4. The patient partially recovered with minor residual and was discharged approximately 13 days after the index procedure to a rehabilitation facility. Residual symptoms include some left sided weakness. The patients medical history included hyperlipidemia, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.